Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was a missing label required for regional importing compliance. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The evaluation of the photos showed no missing label content. Additionally, two retained shelf packs were visually inspected, and no missing label content was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label content. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was a missing label required for regional importing compliance. No adverse impact was reported regarding the patient or user.